Event description:
Customer reported high blood glucose of 430 mg/dl. Customer stated that she changed her infusion set and tried to deliver a bolus and received a no delivery alarm. Customer performed a 5 unit manual prime and insulin did not exit. Customer was instructed to remove the reservoir, disconnect and reconnect the reservoir and infusion and push insulin through the tubing; insulin did exit the tubing with the plunger push. Customer rewound the insulin pump, reinserted the reservoir and run manual prime again; insulin did exit. Current blood glucose value is 77 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.